Event description:
During an in-clinic follow-up, myopotential oversensing episodes and inappropriate automatic mode switch (ams) were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.